Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis; cause was unknown. Customer's blood glucose (bg) level ranged between 300 mg/dl and in the 400's (mg/dl). Customer received an insulin drip to address bg levels. Customer was released from the hospital on (B)(6) 2019 with no permanent damage.